Manufacturer narrative:
Information obtained through good faith effort indicated event date to be 02jan2026.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention when attempting to record 12-lead electrocardiogram (ECG), no ECG waveform appeared on the monitor for any lead. The user checked and reapplied the ECG leads several times, however the issue persisted. Response to good faith effort indicated the ECG waveform was successfully recorded using a second tempus pro device that was used from the doctor's car which was also onsite with the same patient. No patient or user harm was confirmed as a result of the incident.

Event description:
This report is based on information provided by philips remote service personnel and is currently being investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention when attempting to record 12-lead electrocardiogram (ECG), no ECG waveform appeared on the monitor for any lead. The user checked and reapplied the ECG leads several times; however, the issue persisted. Response to good faith effort indicated the ECG waveform was successfully recorded using a second tempus pro device that was used from the doctor's car which was also onsite with the same patient. No patient or user harm was confirmed as a result of the incident.

Manufacturer narrative:
Product information and description updated due to new information received.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention when attempting to record 12-lead electrocardiogram (ECG), no ECG waveform appeared on the monitor for any lead. The user checked and reapplied the ECG leads several times, however the issue persisted. Response to good faith effort indicated the ECG waveform was successfully recorded using a second tempus pro device that was used from the doctor's car which was also onsite with the same patient. No patient or user harm was confirmed as a result of the incident.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention when attempting to record 12-lead electrocardiogram (ECG), no ECG waveform appeared on the monitor for any lead. The user checked and reapplied the ECG leads several times, however the issue persisted. Further information indicates the ECG waveform was successfully recorded using "tempus pro crew of the ambulance" but it is unclear if this is a different tempus pro device or the same device. A request for additional information regarding the incident, including clarification of device that successfully measured ECG, has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention when attempting to record 12-lead electrocardiogram (ECG), no ECG waveform appeared on the monitor for any lead. The user checked and reapplied the ECG leads several times, however the issue persisted. Response to good faith effort indicated the ECG waveform was successfully recorded using a second tempus pro device that was used from the doctor's car which was also onsite with the same patient. No patient or user harm was confirmed as a result of the incident.

Manufacturer narrative:
Component code updated.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention when attempting to record 12-lead electrocardiogram (ECG), no ECG waveform appeared on the monitor for any lead. The user checked and reapplied the ECG leads several times, however the issue persisted. Response to good faith effort indicated the ECG waveform was successfully recorded using a second tempus pro device that was used from the doctor's car which was also onsite with the same patient. No patient or user harm was confirmed as a result of the incident.